Event description:
A customer reported encountering a ¿scan timeout/scan error¿ message issue with the adc device and as a result, was unable to obtain sensor readings. The customer became hypoglycemic and experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a glucose reading of 38 mg/dl and administered vaximi (glucagon) nasal spray for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for reader. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering a ¿scan timeout/scan error¿ message issue with the adc device and as a result, was unable to obtain sensor readings. The customer became hypoglycemic and experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a glucose reading of 38 mg/dl and administered vaximi (glucagon) nasal spray for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.